Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of an unspecified vessel, after a diagnostic procedure. Reportedly, after good clip deployment of the device was difficult to remove and required applied force. Hemostasis was achieved with the clip, but manual compression was applied for security. There were no reported adverse patient sequelae. Though requested, no additional info was available.